Event description:
It was reported the customer had dropped their insulin pump and there was now a closed circle on the display. Customer also stated their insulin pump was showing no insulin remaining when there was insulin present. The customer also reported their drive support cap was slightly indented. Troubleshooting found the insulin pump passed a self test and the rewind process was completed successfully. It was also found the customer had a signal too low alarm and an unexpected restart alarm in their alarm history. Customer stated their temp basal was not programmed before the alarm occurred. The customer's insulin pump will be replaced per the customer's request. Customer's blood glucose was 257 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the reset error test and the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. No error alarms were noted.